Event description:
Customer reported received the following results on the compact plus system within 10 minutes: 37 mg/dl and 101 mg/dl; 40 mg/dl and 94 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.